Event description:
It was reported on (B)(6) 2017 that the patient may be interested in getting the device replaced.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance. A chest x-ray was performed which reportedly showed a >10cm displacement between the two end of the lead. It was reported that the patient would not undergo lead replacement at this time. The device was programmed off after observing the high impedance. No additional relevant information has been received to date. No known surgical intervention has been performed to date.